Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: n11713860); product type: ; implant date n/a; explant date n/a probe 960-556 planar passive blunt lot number: unknown h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that several instruments were flickering in the tracking window. The representative replaced the spheres on the instruments, and they were all under .4mm in tracking details. The representative covered the spheres one at a time on the instruments, the flickering persisted. The representative checked print camera diagnostics, and there were no faults with the localizer. The representative was going to check the instruments on a different system. There was no patient involvement.